Event description:
Med record reviewed 6-25-98. Pt admitted to hosp for right anterior cruciate ligament tear. Reconstruction along with partial medial and lateral meniscectomy. Per operative report "during the process of drilling over the guide pin that the end of the guide pin was sheared off. The remaining end of the pin was then removed and the tunnel further extended. An x-ray in anterior-posterior and lateral direction was made. There was no evidence of retained metal within the knee."